Event description:
Same case as 2134265-2013-05705, 2134265-2013-05713, and 2134265-2013-06191. It was reported that vessel damage occurred and the patient died. Access was obtained via the femoral artery. Access was very difficult due to peripheral vascular disease. The target lesion was located in the right coronary artery (rca). The physician attempted to advance a rotawire guide wire, but was unable to cross the lesion, so a choice pt xs wire with a non-bsc catheter was used to facilitate the rotawire placement into the distal rca. The physician then placed a 1.25mm rotalink burr into the lesion and performed six runs at twenty seconds. After six runs the burr met proximal resistance that it had not met initially, but then progressed. On engaging the lesion an air leak with loss of rotation occurred and the burr and rotawire were rapidly withdrawn to avoid distal entrapment. Subsequent angiography showed a proximal localized dissection/perforation and a more significant mid vessel perforation with what appeared to be localized staining. An echo showed no significant pericardial collection. The vessel could not be wired past the proximal complication but it was possible to occlude the rca with a 3x12mm balloon at 4atm. Heparin was reversed with 25mg protamine to an act of 145. After twelve minutes of tamponade an angiogram showed localized perforation. As it was not possible to wire past the proximal vessel, the physician elected to stop the procedure, giving a further 25mg of protamine slowly. The patient was observed for a few moments in the cathlab and then was about to transferred to recovery when the patient suffered a cardiovascular collapse. CPR was started and an echo showed a pericardial collection so a drain was sited. Initially there was restoration of cardiac output and the patient began to respond cerebrally but her blood pressure gradually declined despite adequate pericardial drainage. IV fluid was given. The eg showed inferior st elevation and complete heart block. An echo showed very poor biventricular contraction in the absence of significant pericardial tamponade. The pericardial drain was exchanged to facilitate ongoing drainage. Crp had been ongoing for twenty-five minutes with adrenaline and atropine and the physician judged that further intervention (including pacing and occluding with a balloon) would be futile and the patient was pronounced dead.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed both the console and a foot pedal were received. The console and foot pedal were tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 84 krpm; the maximum turbine rotational speed reached was 230 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. Turbine rotational speed control was non-linear when decreasing from maximum rpm. The turbine pressure control knob requires extra turns before a) the pressure gauge reading registers a drop in pressure and b) the rotational speed display registers a drop in rpms. The rotational speed abruptly drops to 212 krpm from maximum of 230 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. This is most likely due to failure of the proportional valve which is normal with age. The foot pedal functioned properly. There was no evidence of a gas/air leak, abnormal noise, or stalling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2013-05705, 2134265-2013-05713, and 2134265-2013-06191. It was reported that vessel damage occurred and the patient died. Access was obtained via the femoral artery. Access was very difficult due to peripheral vascular disease. The target lesion was located in the right coronary artery (rca). The physician attempted to advance a rotawire guide wire, but was unable to cross the lesion, so a choice pt xs wire with a non-bsc catheter was used to facilitate the rotawire placement into the distal rca. The physician then placed a 1.25mm rotalink burr into the lesion and performed six runs at twenty seconds. After six runs the burr met proximal resistance that it had not met initially, but then progressed. On engaging the lesion an air leak with loss of rotation occurred and the burr and rotawire were rapidly withdrawn to avoid distal entrapment. Subsequent angiography showed a proximal localized dissection/perforation and a more significant mid vessel perforation with what appeared to be localized staining. An echo showed no significant pericardial collection. The vessel could not be wired past the proximal complication but it was possible to occlude the rca with a 3x12mm balloon at 4atm. Heparin was reversed with 25mg protamine to an act of 145. After twelve minutes of tamponade an angiogram showed localized perforation. As it was not possible to wire past the proximal vessel, the physician elected to stop the procedure, giving a further 25mg of protamine slowly. The patient was observed for a few moments in the cathlab and then was about to transferred to recovery when the patient suffered a cardiovascular collapse. CPR was started and an echo showed a pericardial collection so a drain was sited. Initially there was restoration of cardiac output and the patient began to respond cerebrally but her blood pressure gradually declined despite adequate pericardial drainage. IV fluid was given. The eg showed inferior st elevation and complete heart block. An echo showed very poor biventricular contraction in the absence of significant pericardial tamponade. The pericardial drain was exchanged to facilitate ongoing drainage. Crp had been ongoing for twenty-five minutes with adrenaline and atropine and the physician judged that further intervention (including pacing and occluding with a balloon) would be futile and the patient was pronounced dead.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-05705, 2134265-2013-05713, and 2134265-2013-06191. It was reported that vessel damage occurred and the patient died. Access was obtained via the femoral artery. Access was very difficult due to peripheral vascular disease. The target lesion was located in the right coronary artery (rca). The physician attempted to advance a rotawire guide wire, but was unable to cross the lesion, so a choice pt xs wire with a non-bsc catheter was used to facilitate the rotawire placement into the distal rca. The physician then placed a 1.25mm rotalink burr into the lesion and performed six runs at twenty seconds. After six runs the burr met proximal resistance that it had not met initially, but then progressed. On engaging the lesion an air leak with loss of rotation occurred and the burr and rotawire were rapidly withdrawn to avoid distal entrapment. Subsequent angiography showed a proximal localized dissection/perforation and a more significant mid vessel perforation with what appeared to be localized staining. An echo showed no significant pericardial collection. The vessel could not be wired past the proximal complication but it was possible to occlude the rca with a 3x12mm balloon at 4atm. Heparin was reversed with 25mg protamine to an act of 145. After twelve minutes of tamponade an angiogram showed localized perforation. As it was not possible to wire past the proximal vessel, the physician elected to stop the procedure, giving a further 25mg of protamine slowly. The patient was observed for a few moments in the cathlab and then was about to transferred to recovery when the patient suffered a cardiovascular collapse. CPR was started and an echo showed a pericardial collection so a drain was sited. Initially there was restoration of cardiac output and the patient began to respond cerebrally but her blood pressure gradually declined despite adequate pericardial drainage. IV fluid was given. The eg showed inferior st elevation and complete heart block. An echo showed very poor biventricular contraction in the absence of significant pericardial tamponade. The pericardial drain was exchanged to facilitate ongoing drainage. Crp had been ongoing for twenty-five minutes with adrenaline and atropine and the physician judged that further intervention (including pacing and occluding with a balloon) would be futile and the patient was pronounced dead.

Manufacturer narrative:
Device lot number: corrected from rc107172 to rc105621. Device expiration date: corrected from 09/01/2035 to 07/01/2032. Device manufactured date: corrected from 04/18/2008 to 02/23/2005. (B)(4).

Event description:
Same case as 2134265-2013-05705, 2134265-2013-05713, and 2134265-2013-06191. It was reported that vessel damage occurred and the patient died. Access was obtained via the femoral artery. Access was very difficult due to peripheral vascular disease. The target lesion was located in the right coronary artery (rca). The physician attempted to advance a rotawire guide wire, but was unable to cross the lesion, so a choice pt xs wire with a non-bsc catheter was used to facilitate the rotawire placement into the distal rca. The physician then placed a 1.25mm rotalink burr into the lesion and performed six runs at twenty seconds. After six runs the burr met proximal resistance that it had not met initially, but then progressed. On engaging the lesion an air leak with loss of rotation occurred and the burr and rotawire were rapidly withdrawn to avoid distal entrapment. Subsequent angiography showed a proximal localized dissection/perforation and a more significant mid vessel perforation with what appeared to be localized staining. An echo showed no significant pericardial collection. The vessel could not be wired past the proximal complication but it was possible to occlude the rca with a 3x12mm balloon at 4atm. Heparin was reversed with 25mg protamine to an act of 145. After twelve minutes of tamponade an angiogram showed localized perforation. As it was not possible to wire past the proximal vessel, the physician elected to stop the procedure, giving a further 25mg of protamine slowly. The patient was observed for a few moments in the cathlab and then was about to transferred to recovery when the patient suffered a cardiovascular collapse. CPR was started and an echo showed a pericardial collection so a drain was sited. Initially there was restoration of cardiac output and the patient began to respond cerebrally but her blood pressure gradually declined despite adequate pericardial drainage. IV fluid was given. The eg showed inferior st elevation and complete heart block. An echo showed very poor biventricular contraction in the absence of significant pericardial tamponade. The pericardial drain was exchanged to facilitate ongoing drainage. Crp had been ongoing for twenty-five minutes with adrenaline and atropine and the physician judged that further intervention (including pacing and occluding with a balloon) would be futile and the patient was pronounced dead.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).